Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the metal sheath (shaft) pulled out of the microtip. Evaluation found that the sheath was still in tact. The needle had separated from horn. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material fatigue, possibly due to extended use.

Event description:
Per the information provided, the metal shaft pulled out of the handpiece at the end of the surgery. The microtip had been in use for between 5 and 10 minutes before the failure occurred. The doctor removed the metal shaft from the patient. Another microtip was not used as the failure occurred at the completion of the procedure. There was no injury or harm caused to the patient by the failure.